Event description:
The customer reported there is intermittently no x-ray functionality on boot up. The system required several reboots before it would x-ray. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. No conclusion can be drawn as repair info is unavailable at this time.